Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: following devices was implant in the study procedure on (B)(6): main body. Catalog # zimb-28-70. Lot# 13389916. Seal-location below renal. Left iliac leg. Catalog#zisl-16-77. Lot # 13314557. Seal-location in common iliac right iliac leg. Catalog# zisl-13-59 lot# 13297954. Seal-location in common iliac primary indication for implant was asymptomatic aneurysm with maximum diameter > 5 cm. At day of procedure, the patient presented with a maximum aneurysm diameter of 53 mm. The site indicated that the devices were patent with no flow-limiting kink or endoleak at the conclusion of the procedure. No additional procedure was performed. The procedure was considered successful. The patient was discharged on (B)(6) 2020. On (B)(6) 2022 the patient had an unscheduled event of type 1b endoleak on the thoracic endoprosthesis. The site specified that the zta-p was implanted on (B)(6) 2020. The patient was hospitalized for 2 days to treat the event. The event was treated in a secondary procedure with a distal extension. The device did not malfunction or deteriorate in characteristics or performance. Patient outcome: the secondary intervention was considered successful by the site. The patient remains in the study after the reported event and will continue to be followed the study follow up program.

Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information provided in description of event 06apr2022 indicates that the event is related to aneurysm and not due to device malfunction. As the information do not reasonable suggest that a cook device may have caused or contributed to serious injury og serious illness the event is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06apr2022: it is unlikely that this adverse event is related to the study product. It is unlikely that this adverse event is related to the study procedure. Definitely relation to aneurysm. Patient outcome: recovered without treatment.